Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the blood outlet was evident through the suction depressurization valve. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the pack was not misassembled. The customer stated there was blood leaking from the tubing. Although the device was used, performance was not affected.

Manufacturer narrative:
Medtronic received additional information that the same leak did not appear in multiple packs. There was no visible air in the system/tubing. The customer stated that they do not know how much patient blood was lost because of the leak. An unplanned blood transfusion was not required as a result of this leak. Correction h6 (patient codes (ime/annex e): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.